Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the screen was frozen intermittently, not possible to navigate. Changing the stylus pen was tried, but did not help. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event during the incoming inspection; it was noted the flex cable of the display was damaged which can lead to a frozen screen. Analysis also found the vvi emergency button didn't work, the ECG (electrocardiogram) connector was loose, and the lower display hinge plate was cracked. It was noted errors were found in the programmer software update history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.